Event description:
The account alleged that when the brake was applied the head right brake caster would swivel. No patient impact.

Manufacturer narrative:
The account replaced the head right brake caster to resolve the issue.